Event description:
It was reported that asymptomatic patient presented in clinic after receiving merlin.net alerts for non-sustained rv oversensing episodes exhibited on the implantable cardioverter defibrillator device. Upon review of stored electrograms, it was noted the episodes were due to post-paced t wave oversensing on the ventricular lead. There was no therapy delivered during the episodes. Programming changes were made during device check. There were no patient symptoms reported.